Event description:
It was reported that the 9900 system had a communication error and would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The cable connection was repaired during the service call.